Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Customer reported that their blood glucose (bg) levels have been elevated on multiple occasions over the past several weeks while using the device. On each occasion, the customer replaced the infusion set to help lower bg. During the most recent occurrence, the reported bg was approximately 300 mg/dl. The infusion set was changed, and bg levels began to decrease gradually. Customer declined troubleshooting at the time of the report. Later follow-up indicated that bg temporarily increased to approximately 350 mg/dl before trending downward. Customer was informed that elevated bg levels may be influenced by recent steroid use. No medical intervention was required. No ketone testing was performed; customer followed standard site-change guidelines. Device information: product: infusion set (inset 23in, 6mm). Lot number: 5369760. Additional information: backup therapy used: no. Ketone testing performed: no. Professional medical intervention: no. Recent steroid injection: yes. Troubleshooting: declined.